Event description:
The patient had 3-4 revisions and a recent explant because the ¿ins was junk¿ (implantable neurostimulator). The patient thought he had one working lead but found out there were two. The patient only had one setting that was like ¿eeeeeem wobwobwob eeeeemmmm wobwobwob¿ and was uncomformtable. A replacement has not been performed yet. The patient¿s healthcare provider (hcp) confirmed a malfunctioning device. Patient outcome was not recovered, symptoms/issue ongoing, chronic pain. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: 2010-(B)(6), product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: 2010-(B)(6), product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).